Manufacturer narrative:
No technical issues were found with the device in an initial on-site inspection; the workstation remains in use since then with no further issues reported to date. An in-depth investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported to dräger that the users attempted to start a surgical procedure in manual ventilation but that the anesthesia workstation would not deliver pressure and flow to the patient. As per report, the users noticed that there was no co2 absorber mounted to the workstation. This was immediately corrected enabling to start ventilation but the patient status reportedly worsened during the course of the procedure and ended up in a coma, finally.

Manufacturer narrative:
The device was subject to an on-site test two days after the event whereby no deviations from specification could be found. It could be determined that the workstation remained in use after the event and did not exhibit further issues. Log files covering the period in question were transmitted to the manufacturer but the analysis is difficult due to missing relevant details in the description of event. The logs demonstrate that five instances of therapy were started on the date of event, but the selection of the patient category (age, height, weight) which the device software uses for calculation of a settings forecast was never changed. Hence, only the given time of event (¿around 8am¿) can be used to exclude periods that are most likely not relevant. It could be derived from the logs that the workstation passed a system test w/o deviations at 07:44am system time. This system test includes a checklist that has to be completed manually as well as a part that runs automatically. Both sequences will identify a missing absorber respectively the resulting leak and thus, it can be concluded that the absorber was installed at 07:44am ¿ otherwise the test was producing a fail result. The second therapy episode of that day was started at 08:31am system time and ended 08:33am. No breathing effort was detected by the system during this period. Another system test was passed at 08:42am, a new therapy episode was started immediately in man/spont with switchover to automatic ventilation later-on. Ventilation remained unremarkable and stable towards the end at 01:06pm. The manufacturer concludes the following: the pneumatic ventilation circuit in an atlan a350 is ¿ like in almost all other anesthesia workstations ¿ a closed-loop system in which a certain volume of gas circulates during device operation. The patient takes up oxygen and anesthetic gas(es) and feeds back co2. There is a co2 absorber in the loop which chemically binds the exhaled carbon dioxide, and the gas mixer of the device adds fresh gas to at least equalize the volume balance of patient uptake and co2 absorption. There is a manual breathing bag included which serves as a volume reservoir in all ventilation modes and which will be actuated by the user during manual ventilation. If no co2 absorber is installed, the pneumatic system has a leak to ambient. In consequence, the airway pressure gets lost, the fresh gas delivered by the mixer escapes, and the manual breathing bag stays flat. An automatic ventilation episode cannot be started or ¿ if the if the absorber removal is initiated during use - will be heavily disturbed; the device will generate a number of different alarms then. The situation described by the user was understood as a failure to start with manual ventilation at the beginning of the procedure. What the user perceived as a failure to deliver pressure and flow to the patient opening is the effect of the leakage in the pneumatic circuit; the system can¿t be pressurized, and the fresh gas escapes through the leak. The most prominent indication for the nature/source of the issue is that the breathing bag stays flat ¿ the user will inevitably notice this during an attempt to apply a ventilation stroke. Alarms will be suppressed after starting therapy in man/spont to avoid alarm fatigue until the patient gas monitoring detects two consecutive breathing phases ¿ the device displays a symbol with the meaning that alarms are inactive. The IFU emphasizes that a leak test shall always be performed in follow-up of exchanging components in the pneumatic circuit (e.g. Patient circuit, absorber) to exclude that leakages or obstructions were introduced by the ingress. Finally, at least two use errors could be identified, and there¿s no indication for the potential presence of a device malfunction. The co2 absorber was removed before starting the particular ventilation episode without installing a new one. No leak test has been performed afterwards according to the recommendation. The fact that manual ventilation does not work is readily apparent to the user due to the flat breathing bag which does not allow to apply volume to the patient. As per report from the biomedical engineer, he was called by the users to the site during the phase of troubleshooting and was the one who noticed that the co2 absorber was missing. Dräger is unable to rate the significance of the delay to start ventilation via the workstation for the patient outcome. It is not known if patient support was bridged by another ventilation method (e.g. Ambu bag) when the workstation was not in use between 08:31 and 08:42am. It seems plausible that the same patient was connected again for the third sequence of use afterwards, but the available information does not confirm or deny that. The patient condition at start of the surgery may have been a contributing factor, and other so far unknown aspects may have had an additional impact as well.

Event description:
It was reported to dräger that the users attempted to start a surgical procedure in manual ventilation but that the anesthesia workstation would not deliver pressure and flow to the patient. As per report, the users noticed that there was no co2 absorber mounted to the workstation. This was immediately corrected enabling to start ventilation but the patient status reportedly worsened during the course of the procedure and ended up in a coma, finally.